Manufacturer narrative:
This case was determined to be a duplicate of mfg report # 3010757606-2017-00380.

Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Pneumonia is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient experienced pneumonia and was hospitalized on (B)(6) 2017. On (B)(6) 2017, the pneumonia resolved and the patient was discharged from the hospital on (B)(6) 2017. The patient reported to the nurse educator that there was a possible diagnosis of aspiration pneumonia.